Event description:
The patient developed a fistula after implantation of the ICD on (B)(6) 2013. Because of this, the wound got infected. The leads were also extracted with laser and were completely destroyed during the process.